Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 303 hours of extended tests at the customer's settings. The ventilator passed the troubleshooting final test which includes many alarm and ventilation functions. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire medical that the ventilator did not alarm when the patient passed away. The customer is requesting an event trace download to be performed.